Event description:
During the placement of the push g-tube enteral feeding device in a pt, the physician attempted to pull the device at the stoma site, but tubing broke where it connects to the barb connector and the ring. It was also reported that th breakage occurred while the tube was outside of the pt's anatomy. Physician was able to successfully pull the tubing through the stoma sit and complete the pt procedure. There was no adverse affect on the pt as a result of the reported malfunction.